Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's battery is charging slowly, despite the attempted use of multiple power sources. A replacement usb cable was sent to the customer and customer was able to charge pump successfully. There was no impact to the customer's blood glucose level.